Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed and reprogramming is scheduled on the ipg.

Manufacturer narrative:
Concomitant medical products: 1488t, lead, implant date: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, leading to premature longevity depletion of the implantable pulse generator (ipg). The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.